Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (investigation findings & conclusion).

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, type of investigation), d5, e1 (initial rep name, email), e2, e3, e4, g2.

Manufacturer narrative:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) batteries were not holding a charge. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) evaluated the unit. The fse reported that the batteries (0146-00-0039) must be replaced immediately due to being expired. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported during technical inspection that the cs100 intra aortic balloon pump batteries were not holding charge. No patient involved.